Manufacturer narrative:
This report is being filed under exemption (B)(6) on behalf of the MFR bhm medical inc, (B)(4). (B)(4). An on-site inspection was performed by an arjohuntleigh tech after the incident. He inspected the attachment fixture of the dynamic position system (dps) and found the clevis pin on the floor. The split ring, which is intended to secure the attachment, was not found. A complete investigation was performed by the MFR. No relevant info was found when reviewing the mfg process and the history of this type of product. A review of the trend of similar events indicates there is no previous incident for a similar failure, and there are (B)(4) ceiling lifts with the same attachment fixture sold yearly. Therefore it is considered as an isolated case. It has been possible to reproduce the failure mode if these two conditions are met: the split ring is missing, and; with time, the vibration and manipulation of the dps could create a loose and permit the clevis pin to slowly shift and eventually fall. Based on this stimulation and the findings of the on-site visit, it is concluded that the dps attached from the ceiling lift and fell on the pt because the clevis pin fell from the assembly, due to the split ring that was missing. Since no split ring was found on-site following the event, and since the split ring is not solicited during use, it does not appear likely that the split ring broke during use. It is most likely that the split ring was not properly installed or not installed at all when the dps was re-installed on the lift. The assembly of the dps to the ceiling lift is not performed at the mfg site as both items are sold separately. The labeling has to be followed by users to properly install the dps to the lift. As the dps could be changed, this event could also have been caused by improper installation of a new dps. In both cases, a user error contributed to the outcome of the event. The ceiling lift labeling clearly asks to perform daily checks as well as check before every transfer and explains procedure to ensure that the equipment is properly installed on the lift. Moreover, the dps comes with a special labeling where appropriate installation is also explained. Therefore, the root cause of this event could be most likely related to a lack of training of the staff involved. It is strongly recommended to retrain the facility staff about the importance of performing daily checks and follow installation procedure as per the ceiling lift and dps instructions for use, which contains multiple warnings about the dps correct attachment procedure.

Event description:
During a transfer from wheelchair, while the pt was lifting, at most a few cm, the dynamic positioning system (dps) fell on top of the pt. No injuries were reported.